Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that within one month after implant, the patient experienced swelling and pain from the incision site. A physician noted that the incision had re-opened and copious amounts of clear-amber, non-odorous, non-purulent fluid drained from a seroma at the site. Treatment for the seroma included multiple wound repacking with dakins over the following months, where the physician noted the wound was clean and granulating. Some skin contraction and watery discharge was noted. Four months after implant it was confirmed that there was no longer an infection. Five months after implant, the physician noticed a soft flat midline incision with a two cm area of redness/swelling and a central sinus with drainage of clear fluid. Treatment for these conditions include a one week long daily cleanse with peroxide as well as application of betadine ointment. One week after the start of treatment the physician noted the wound was cleaner and granulating. Seven months after implant, the patient experienced chronic pain and a skin lesion. The physician noted a chronic mid-abdominal wound that was failing to heal, and the presence of a central periumbilical scar with an open sinus and serous fluid drainage of about 1.2cm. Treatment included a full excision of the mesh and the wound area with all the indurated cicatrix as a longitudinal ellipse down to the level of the sinus tract. The underlying mesh had purulent fluid and exudate on the surface. Copious irrigation was applied, cultures were taken, and a drain was placed prior to closing the overlying fascia.